Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid in front of the cycler cart and on the floor after completing pd treatment. The patient did not recall noticing any fluid in the pump module area. In a follow up, the patient's pd nurse said there was no harm, intervention or adverse event associated with the leak. The nurse said the patient believes the fluid came from the cycler at some point, but the patient wasn't sure. The patient is using the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid in front of the cycler cart and on the floor after completing pd treatment. The patient did not recall noticing any fluid in the pump module area. In a follow up, the patient's pd nurse said there was no harm, intervention or adverse event associated with the leak. The nurse said the patient believes the fluid came from the cycler at some point, but the patient wasn't sure. The patient is using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.